Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the forceps channel leaked and flooded inside the device due to improper user handling causing damage to the electrical components. However, a definitive root cause could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." In addition, service found there was a leakage form the instrument channel, the insertion tube was dull, the suction port was worn, the light guide tube was wrinkled, the leak check label inside the light guide plug was discolored which caused stripes on the image, the protector was damaged, the objective lens was scratched, the switch box was dirty, and the switch button#1 was discolored. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an error code e315 (scope error). The reported issue occurred during reprocessing of the subject device. There was no patient/user harm or injury reported due to the event.